Event description:
It was reported that a palatal (braided polyester filament) implant was implanted into the soft palate. The patient complained of pain/difficulty swallowing, the implant had migrated within 24 hours of the procedure. The implant extruded. There was no report of patient injury or permanent impairment. The patient is reportedly doing, "ok". The extruded device was not returned for analysis.

Manufacturer narrative:
Date of event, implant date, and explant date: not provided. No medwatch 3500a form was received from the reporter. Any missing or incomplete data on this form 3500a is the result of information not being provided or released by the reporter. This product was being used for treatment, not diagnosis. The pillar system is intended for use in stiffening the soft palate tissue, which may reduce the severity of snoring in some individuals, and for the reduction of the incidence of airway obstructions in patients suffering from mild to moderate osa (obstructive sleep apnea). Indications for use of the system include: symptomatic, habitual, social snoring due to palatal flutter or upper airway obstruction caused by the soft palate. The system consists of a delivery tool and an implant. The delivery tool comes preloaded with the implant. The implant is a braided segment of polyester filaments intended for permanent implantation. The implant is approximately 0.7 inches (18mm) in length and has an approximate outer diameter of 0.08 inches (2 mm). The delivery tool consists of a handle and 14- gauge needle. The needle is inserted into the soft palate; the implant is deployed by advancing the slider; and the delivery tool is removed. The delivery tool is disposable. A partial extrusion occurs when the implant is placed too shallow or too deep, and the tip of the implant protrudes through the surface of the soft palate tissue. If a partial extrusion occurs, the physician should remove the implant and replace it with a new implant. The instructions for use (IFU) warnings include: avoid inserting into the uvula or too far laterally as the palate is usually thinner in this area and subsequent partial/full extrusion of the implants may occur. Attempting to place the implant into a pathway that has a breach on the nasopharyngeal aspect of the palate may result in extrusion of the implant. If the implant is visible, it has been placed too superficially and must be removed and replaced with a new implant. Implants placed too superficially may result in partial or full extrusions. Do not reposition the needle in the original penetration site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.